Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing during device charging at the time of defibrillation threshold (dft) testing at implant. Two external shocks were delivered, however, were unsuccessful in converting the rhythm. Three commanded shocks were then delivered by the device, however, were unsuccessful in converting the rhythm. Following cardiopulmonary resuscitation, administration of amiodarone, epinephrine and additional external shocks, the rhythm was converted. High shock impedance measurements of 114 to 118 ohms were observed following shock delivery through the device. The system was left implanted overnight and surgical intervention was undertaken the following day. This system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.